Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: drill device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the handpiece not engaging with the drill device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for break out box motor assessment. During service/repair, it was determined that the device failed for resistor and water was coming from the motor when the pedal was pressed. It was further determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was not engaging with the drill device. During in-house engineering evaluation, it was observed that water was coming from the motor when the pedal was pressed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.